Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - movement disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was walking down the hill with his dog when he started to feel dizzy and that he was about to pass out and unable to move his left leg and foot. He sat on the curb while his girlfriend took the truck and took him up to the house. The cgm reading was 79 mg/dl and when and the bg reading was 40 mg/dl. When he got to the house, he ate moon pie cookie and drank coke and after the treatment he started to feel better. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.